Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding patient receiving unknown baclofen (500 mcg/ml, 25.0 mcg/day simple continuous) in an implanted infusion pump for intractable spasticity. The patient experienced subjective fluctuations in tone and unexplained mental changes. The issue was identified at office visits. The pump was explanted on (B)(6) 2015 per the patient's request. The pump was not replaced. The pump was to be returned to the manufacturer for analysis, per the patient's family request (not the hcp). The patient's status at the time of the event was stated to be alive with no injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.